Event description:
It was additionally reported that the kink was a sharp twist, and the patient reported it on the modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms. Although a specific cause for the reported alarm could not be conclusively determined through this evaluation, the account reported that the modular cable had been kinked at the time of the alarms. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. A driveline power fault, associated with power b line faults (pwr_b_broken) was active from 09:41:54 through 10:02:47 on (B)(6) 2025. The driveline was disconnected on (B)(6) 2025 at 10:03:08 and was then reconnected at 10:03:35. This is consistent with the reported event of the driveline being disconnected from the system controller and plugged back in. The driveline power fault alarms were resolved following the reconnection of the driveline. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline fault occurred in which the patient disconnected the driveline from the system controller and plugged back in. The patient believed the driveline could have been kinked at the time. Once identified and straightened out, no further alarms occurred. Log files were sent for review. The event log captured driveline power faults on 16aug2025 at 09:41 and continued until the driveline was disconnected on 16aug2025 at 10:03. The pump was off for around 30 seconds and then reconnected. The driveline power faults resolved after that time. The modular cable appeared fully intact, and the site would continue to monitor for future alarms. No equipment was exchanged.